Event description:
It was reported that, "immediately after surgery, pt began experiencing trouble, feels pain. Has a drop foot after the surgery. Pt could not even walk after the surgery and was experiencing terrible pain in the ankle area. Pt has been told that the cup is loosening. Feels numbness like it is asleep. Pt has gone through extensive physical therapy, at rehab and at home. This is seven years later, and she is still experiencing pain, and is on pain medication, terrible leg and groin pain, feels muscle spasms and numbness, also continues to feel ankle pain. Seeing dr and they are discussing her options, including possible revision surgery. Has nerve damage and necrosis femur."

Manufacturer narrative:
If additional info becomes available, then it will be submitted in a supplemental report.